Event description:
This is the same event and the same pt reported under MDR ID# 2939859-2000-00138 (mcghan medical #1026978) and # 2939858-2000-00139 (mcghan medical #1027129) and 2939859-2000-00141 (mcghan medical #1027131). This third MDR is being submitted for the third suspect product, also a device manufactured by mcghan medical. This separate distinct number is provided per the FDA's request for traceability purposes. A pt was skin tested on the right forearm and had no visible response. Pt was treated with 1.0cc of bovine collagen in the vermilion borders. Pt rec'd 1.0cc, another formulation of bovine collagen in the oral commisures and a touch up of the lower vermilion border. Pt came to physician with some redness at the treatment sites and he was fairly certain pt was having a hypersensitivity to the collagen. Pt told him that the test site turned red, and at the same time treatment sites became red and with indurated spots and slight swelling. He decided to re-skin test on the left forearm. He explained that no treatment for pt's symptoms would be very effective and that pt would have to "wait it out". Pt was seen again on two visits with no improvement noted. Two weeks later, affected areas on the lips had mostly resolved with no new flares of the condition, but both test sites continued to be inflamed with the right forearm the worse of the two. The pt went see another physician for a second opinion and he injected both forearm test sites with 2% kenalog. Lip treatment sites were now almost totally asymptomatic. Effectiveness of the kenalog injections was minimal to the right forearm test sites. The left side test site showed more sustained improvement.